Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk), the device display intermittently blanked out. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.